Event description:
It was reported that during a crt implantation, a guidewire (asahi sion 0,014¿) got stuck in a left ventricular lead. Lead was flushed. Implantation was finished with a different lead. The patient was in stable condition. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".